Manufacturer narrative:
The complaint investigation for false non-reactive alinity I anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review. Additionally, in-house testing was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity I anti-hbc ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65301be00. The device history record review for lot 65301be00 did not identify any potential non-conformances, non-conformances or deviations. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed, and all specifications were met. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex (alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios). The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot number 65301be00 was identified.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for one sample. The following data was provided: sid (B)(6): initial result = 0.98 s/co (nonreactive), repeat on another alinity = 0.97 s/co (nonreactive), repeat with cobas = 0.563 coi (positive) . No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for one sample. The following data was provided: sid (B)(6): initial result = 0.98 s/co (nonreactive), repeat on another alinity = 0.97 s/co. (Nonreactive), repeat with cobas = 0.563 coi (positive). No impact to patient management was reported.